Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the left breast, skin is open but not oozing. Patient reports she is itchy under the device and also her arms and legs. There was no alleged device malfunction contributing to the irritation. Patient reported medical staff used a cream to treat the irritation. Follow up indicated skin irritation is better.